Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 600 mg/dl. The customer was treated with manual injection. The troubleshooting was performed. The customer was advised that the insulin pump is working as designed. The patient was advised to change the entire set, reservoir and insulin and treat per healthcare provider instructions. The customer was advised to speak to her doctor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.